Event description:
The facility reported a device with a stop button that will not work on the pump head module keypad. It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "stop button will not work" was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by a defective pump head module keypad. To correct this condition, the pump head module keypad was replaced. The pump was retested and returned to the customer within specification.